Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, a pericardial effusion was noted on echo after the valve was deployed due to a left ventricular perforation from the safari wire. This event resulted in death after multiple rounds of CPR. The patient was not deemed a candidate for surgical intervention and passed away due to bleeding/cardiac arrest. There were no allegations of an (B)(6) device deficiency. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).